Event description:
The customer reported that the ac power module is not working. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): the customer performed the evaluation and identified the ac power module failure. The customer was provided a part ID and supplies contact information to order a replacement ac power module. Based on the customer report we are considering this a malfunction of the ac power module.